Event description:
Pt admitted through extended outpatient for removal of a penile prosthesis due to lack of erection. Pt scheduled to have a replacement in the outpatient surgery. During explantation it was apparent what had happened. The tubing to the right side had broken off right at the pump. Another prosthesis was implanted and the pt tolerated the procedure well. Pt was discharged the next day (11/02/94).